Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent dislodgement occurred requiring surgical intervention. The patient experienced an acute myocardial infarction. The target lesion was located in the coronary artery. Following coronary angiography and thrombectomy, a 24 x 4.00mm promus premier drug-eluting stent was selected for treatment. Upon entering the coronary artery ostium, it was noted that the stent became distorted and deformed. During withdrawal, the stent was dislodged in the radial artery. A vascular incision was made for removal of the stent. No patient complications were reported, and no further details were reported in relation to this event.